Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient experienced multiple vomits. The patient's cousin took the patient to the hospital and there he/she was treated with intravenous (IV) insulin (5 units). The patient was discharged after 2 hours. At an unspecified time of the event the cgm was reading low and the blood glucose reading was 565 mgdl. At the time of the report the patient was stable. No other details were documented. The reported glucose values fall within the d zone of the parkes error grid. No product or data was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.